Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2025 explanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient was needing an MRI but the stimulator no longer worked and the remote was not connecting to the stimulator. The caller stated that the patient had reported that the last time they were at the doctor's office, they shut the device off because it was not working and "one of the leads moved or something". The caller said the patient was now straight cathing themselves to relieve/deplete their bladder. The agent reviewed that if the lead had moved it may affect the patient's MRI eligibility. The hcp was redirected to the patient's managing hcp to confirm MRI eligibility. Additional information was received on 2026-apr-07 from a healthcare professional (hcp). The hcp reported that the issue was first noticed in january 2026. The patient did experience urinary retention prior to the device and had not worsened as a result of the device or therapy. They reported that catheterization was the patient's standard of care prior to the device. The retention had not yet been resolved. The hcp clarified that 'the device not working' was describing that the interstim lead was displaced. The displacement of the sacral lead was not yet resolved, as the patient was scheduled for lead replacement on (B)(6) 2026. The hcp reported that the cause of the remote not connecting to the stimulator was unknown; they were able to connect to the stimulator on (B)(6) 2026.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Continuation of d10: product ID 978b128 lot# va31ve3 serial# implanted: (B)(6) 2025 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.